Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the pericardial effusion. The reported patient effect of pericardial effusion is listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. A steerable guide catheter (sgc) was advanced to the mitral valve, and a clip was deployed. After the sgc was removed, a pericardial effusion (pe) was observed. The pe was treated through pericardiocentisis. The physician stated it is unknown if the sgc is related to the pe. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.